Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide a correction, additional information received from the customer, additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the final investigation. Corrected fields: d4 lot (should be blank), g2. Updated fields: a2, a4, a5, a6, b1, b2, b3, b5, b6, b7, d8, g1, h1, h2, h3, h4, h6, h11. The complaint investigation reviewed the customer provided cds information where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: all channels. Cfu: 1 cfu. Bacterial identification: staphylococcus capitis. Sampling date: (B)(6) 2025. Sampling from: distal end. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: total. Cfu: 1 cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. The customer provided the following device culture results: the ultrasound gastrovideoscope tested positive for 1 colony forming units (cfus) of paenibacillus, 9 cfus of staphylococcus pasteuri, and 17 cfus of staphylococcus warneri from a sampling of all channels. The device tested positive for 1 cfu of alternaria alternate from a sampling of the distal end. Additionally, the customer indicated there was a possible patient infection related to the use of the subject device. Information regarding the possible patient infection was requested, however no further information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to previously submitted report. Correction: h11 based on the results of the investigation, a probable cause of the event, and relation between the event and the device was determined to be the following: based on the provided data, there could potentially be a correlation between the actual product status and the cause of contamination. In general, device damages (e.g., scratches) can be a source of microorganisms. The cleaning disinfection and sterilization (cds) information provided is indicative of compliance with instructions for use (IFU). Olympus hygiene microbiological investigation (hmi) did not confirm the customer's findings and was within olympus' acceptance criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.